Manufacturer narrative:
Product investigation is in progress.

Event description:
Had to go to the doctor to remove tampon- vagina [foreign body in reproductive tract] tampon cord came out [device breakage] case narrative: consumer reported via phone that the tampon cord came out. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to go to the doctor to remove tampon- vagina [foreign body in reproductive tract] tampon cord came out [device breakage]. Case narrative: consumer reported via phone that the tampon cord came out. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to go to the doctor to remove tampon- vagina [foreign body in reproductive tract] tampon cord came out [device breakage] case narrative: consumer reported via phone that the tampon cord came out. No serious injury reported.

Event description:
Had to go to the doctor to remove tampon- vagina [foreign body in reproductive tract] tampon cord came out [device breakage]. Case narrative: consumer reported via phone that the tampon cord came out. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Patient had to go to the doctor to remove tampon- vagina [foreign body in reproductive tract]. Tampon cord came out [device breakage]. The cord removed itself from the cotton when I went to remove it [complication of device removal]. Case narrative: consumer reported via phone that the tampon cord came out. No serious injury reported.